Event description:
This unsolicited device case from peru was received on (B)(6) 2014 from a consumer (patient). This case involves a (B)(6) year old female patient who developed knee infection and could not walk while receiving treatment with synvisc. The patient's medical history, past drugs or concurrent conditions were not reported. Concomitant medications included platelet growth factor for knee arthritis. On (B)(6) 2014, the patient initiated treatment with synvisc injection, one injection per week (route, dose, batch/lot number and expiry date: unknown) for knee arthritis. It was reported that first application was not painful. On (B)(6) 2014, the patient received a second synvisc injection. On (B)(6) 2014, the patient developed moderate knee pain and inflammation. On (B)(6) 2014, the patient received third synvisc injection and knee pain got worse. On (B)(6) 2014 (16 days after initiating treatment with synvisc), her physician extracted 70 cm3 of synovial fluid and found the coloration strange and diagnosed it as a knee infection. No examination or culture was realized to her synovial fluid. On (B)(6) 2014, the pain had decreased, her right knee showed a slight increase in volume and temperature and there was no change in skin coloration. It was reported that she would be visited at her home by other physician opinion on (B)(6) 2014. Action taken: no action take. Corrective treatment: levofloxacin (levoquinox) at a dose of 500 mg every twelve hours of five days and analgesics for knee infection and not reported for could not walk. Outcome: not recovered/not resolved for knee infection and unknown for could not walk. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: 32206 and results were pending for the same. Seriousness criteria: important medical event for knee infection. Reporter causality assessment: possible.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment date (B)(4) 2014: this case concerns a patient who was diagnosed with knee infection after receiving treatment with synvisc for knee arthritis. Although the role of device cannot be ruled out based on the drug event temporal relationship; however, lack of detailed information about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the patient precludes a comprehensive assessment in this case.